Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Event description:
During the second day after a new installation of imagina system at the beginning of the colonoscopy the image was faulty and had a dark mark in the bottom right quadrant of the image, the mark did not seem to be impacted by water and did not wash away, at the end of the procedure the scope was processed and cleaned, and attempts to clean the mark from the lens was completed with an alcohol wipe. Upon connecting the scope back to the processor after it had been cleaned the same mark remained in the image. This event occurred at the time to during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: based on the reported events, we speculated that a foreign object entered the field of view within the objective lens unit and was captured in the image. The device parts were replaced by q005-u5010-1 distal end assy w/tubes & cmos assy (d997-sa088) bending rubber.